Event description:
Boston scientific received information that this implantable defibrillation lead was oversensing atrial fibrillation, resulting in pacing inhibition. There was no asystole for more than two seconds. A chest x-ray was performed and showed the lead may have pulled back. Device reprogramming did resolve the oversensing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.